Manufacturer narrative:
Concomitant medical products: w1tr03 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dysfunction. It was further reported that the rv lead exhibited noise, probable inhibition of pacing and an impedance warning. The rv lead was re-programmed. The rv lead was capped and replaced. It was also reported that the left ventricular (lv) lead exhibited an impedance warning. The lv lead remains in use. No patient complications have been reported as a result of this event.